Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro-tip of the craniotome device was bent/damaged. It was further determined that the bearing was loose and the labeling was illegible. It was observed that the crani bracket was damaged and the tool could not be mounted. It was further determined that the device failed pretest for cutter insertion and visual assessment. Temperature test could not be conducted. It was noted in the service order that during an unspecified craniotomy surgical procedure, it was discovered that the motor bearing was getting damaged. It was further reported that the device was not in working condition. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.